Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding and subsequent patient outcome could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the patient expired. The patient was at home with family and under hospice care. During follow-up for events leading up to the patient's expiration, it was incidentally reported that the patient had recurrent gastrointestinal (gi) bleeding previously not reported to the manufacturer. The patient was also experiencing volume overload. The patient chose to change code status to allow for natural death and be sent home on hospice care. The hospice staff reported no alarms. The lvad clinicians reported that the patient's outcome was not device or therapy related. The pump will not be returned for evaluation and log files are not available. No additional information was provided.